Event description:
The customer reported a loss of audible alarms. No pt harm was reported.

Manufacturer narrative:
The customer reported a loss of audible functions. No pt harm was reported. The "speaker malfunction" technical inop was reported as being displayed on-screen. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.